Event description:
It was reported that the pt experienced a shocking sensation and a loss of therapeutic effect starting two or three months ago. The pt was also having difficulty adjusting his stimulation. It seemed that the upper limit of the parameters had been reached. Further information is being requested from the hcp.